Event description:
Report regarding spill when mixing a dose of etoposide - 200mg/500ml bag of ns. Upon delivery to the infusion area a leak was reported, and it was observed that the infusion adapter was broken. The instruction to flush the infusion adapter after adding the drug was not followed.

Manufacturer narrative:
The reported incident does not involve death or serious injury to patient, user or other person. The spike of the infusion adapter is made of abs plastic (stated in instruction for use). Some drugs or drug solvents are known to compromise the integrity of abs plastic. Investigations performed in relation to previous reports have shown that fractures of the phaseal infusion adapter c100 spike may occur as result of interaction between the spike, certain drugs and certain IV container ports. The majority of the reported incidents with fractured c100 spikes have occurred in combination with bbraun pab IV containers with rigid spike ports. There has been no evidence that undiluted drug may cause fracture of the c100 spike. A technical bulletin with this information, together with a recommendation to flush the infusion adapter with diluted drug immediately after injection has been issued to all us customers as a result of earlier investigation. The instruction for use has been revised accordingly. In this case the instruction has not been followed.